Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and oversensing which resulted in an inappropriate shock. Noise was only observed in primary configuration; therefore, the device was reprogrammed to secondary configuration with no further issues. Further details were received that x-ray revealed the electrode was not fully inserted into the device header. The system was explanted per the request of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The connection issue allegation was confirmed as visual inspection identified a setscrew mark that was slightly off on the terminal pin. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system exhibited noise and oversensing which resulted in an inappropriate shock. Noise was only observed in primary configuration; therefore, the device was reprogrammed to secondary configuration with no further issues. Further details were received that x-ray revealed the electrode was not fully inserted into the device header. The system was explanted per the request of the patient. No additional adverse patient effects were reported.